Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt200 adult breathing circuit was visually inspected for leaks and mechanically tested using a force gauge to check the latch strength of the heater wire moulded plug. Results: the heater wire moulded plug in the inspiratory tube came out of the elbow connector. The latch on the heater wire plug was damaged. The latch strength was below spec. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the leak was due to the separation of the heater wire plug from the elbow connector. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the damage occurred post production. (B)(4).

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) rep that an rt200 adult dual-heated breathing circuit leaked on set up on a ventilator. This was observed prior to pt use. No pt consequence was reported.